Manufacturer narrative:
H3: product analysis: evaluation determined that the ball of the tool is broken off from stem of tool at the tip. The likely cause was identified as due to tool breakage was excessive side load while using the tool. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while cleaning up after surgery, the tip was found broken and missing. No patient impact was reported. It was also reported that the instrument nurse did not confirm the defect, and the physician who used the device also stated that there was no breakage or abnormalities during use. X-ray imaging after the surgery did not confirm that the damaged parts remained in the patient's body, so the timing of when the device broke is unknown. On follow up, it was confirmed with the health care professional that there was no patient or staff impact and there was no delay, status of the patient after the operation was no problem.